Manufacturer narrative:
The trigger was upgraded and returned to the account.

Event description:
It was reported that the forward trigger on the handpiece was sticking. This was found while the device was being serviced at the MFR. There was no pt involvement or adverse consequences related to this event.